Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with 2 ampoules of juvéderm® volift¿ with lidocaine in the lips and nasolabial folds. The patient was presented with persistent inflammatory process in the area of the lips and nasolabial folds, with approximately 20 days of evolution up to the date this was reported. The condition shows as localized edema and discomfort but there is no signs of systemic infection. The hcp stated that there was a late intermittent edema following the application of the different juvéderm® products in the patient. Additionally, hcp reported that the patient was injected with 1 ml of juvéderm voluma® xc in the nasolabial folds, cheekbones, marionette lines and 1 ml of juvéderm® volift¿ with lidocaine in the nasolabial fold, and periform opening. Patient was also treated in the marionette lines to treat dark circles with juvéderm® volift¿ with lidocaine. Six months after the injection the patient experienced edema in all injected areas. The patient was treated with metiprednisdone 16 mg, 12 hours x 15 days, fexofenadine-120 mg ¿ 15 days. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4). This emdr is being submitted for the suspect product, juvéderm voluma® xc.